Event description:
It was reported when using the pyxis medstation es system, the drawer 6 has failed. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that magnet missing in drawer. A field service engineer, replaced magnet on drawer 6 to resolve the issue. The device functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.